Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a video assisted thoracacoscopic lobectomy procedure, during set up, the customer began using the device with the left and right rotation locked by the operation of the nurse. However, even though the nurse simultaneously pressed the left rotation button, rotation was not locked and a counterclockwise rotation began. Even after several attempts, rotation was not locked, so the customer tried to open new shell, and then the new power shell was connected, but the situation did not change. No patient involvement.